Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited episodes of post paced t wave over-sensing. The ICD was reprogrammed. Patient was in stable condition.